Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen display is blank and gray. Reportedly, the touchscreen is unresponsive. Customer's blood glucose level was not impacted. It was indicated that that the customer has back up manual injections for continued insulin therapy.